Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination along the full catheter length found a hypotube kink 27mm distal to the distal end of the strain relief. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage was noted. The 3 most distal stent strut rows were damaged. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04may2017. It was reported that crossing difficulties were encountered. The non-totally occluded, 12mm in length target lesion was located in the moderately tortuous, non-calcified and 4mm in diameter left anterior descending (lad) artery. After a non bsc guide catheter and a non bsc guidewire crossed the lesion, the lesion was pre-dilated with a 3.00 x 15 emerge¿ balloon catheter followed by a 3.50 x 15 nc emerge¿ balloon catheter. Subsequently, a 16 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and another 16 x 4.00 promus premier¿ drug eluting stent was then implanted successfully and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.